Manufacturer narrative:
Complaint not confirmed. Upon visual investigation, it was found that the device is inside the sealed pouch. The broken parts reported from other devices have not been returned for investigation. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a cuff repair surgery the corkscrew anchor shattered when being inserted into the pre-punched hole. The broken pieces were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a 5.5 corkscrew. It was not necessary to switch the surgical technique or do a second surgery.